Event description:
This ra lead was implanted on (B)(6) 1996 and remains implanted at this time. A procedure form stating this lead was noted high voltage impedance were out of range in excess of 200 ohms. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).